Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture and an increase in pacing impedance measurement but was still within range. An echocardiogram was performed which did not yield any significant findings, however a perforation was suspected. A revision procedure was performed where the rv lead was successfully repositioned. No additional adverse patient effects were reported.